Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient suddenly wasn¿t feeling stimulation anymore. The caller stated the patient was always on group b, but it seemed to quit working. The patient turned stimulation back on like they always did and the patient programmer showed stimulation was on. The patient stated their ¿legs are on¿ because the patient checked and saw stimulation was on and group b was at 590. The caller stated thursday or friday last week the patient realized it was getting weaker. The patient checked the ins with the recharger and it showed the ins was fully charged. The patient noticed they couldn¿t walk far because the patient started hurting. The patient suddenly wasn¿t feeling the stimulation. The patient mentioned they tried to reprogram b, but they were not getting stimulation out of b at all. The patient stated they read the book and used the patient programmer antenna and were able to change to group a. The caller said the patient was uncomfortable, but the patient said they felt fine and were not uncomfortable on group a. The patient stated they currently were on group a and could feel stimulation and stated they ¿could feel their legs tingling away.¿ the patient stated they were fine and group a was working. The patient was going to contact their healthcare provider (hcp). No further complications were reported.